Event description:
It was reported that the 9800 system had a battery charger error. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The charger board was replaced during the service call. The system was tested and found to be working as intended and put back into service.